Event description:
The customer contacted stryker to report the device keypads were not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the printer keypad shorted internally as the cause of the reported issue. The printer's keypad was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.